Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. The customer stated that, this one is giving calibration errors and the numbers are far off. The blood glucose at time is unk but states around 170 mg/dl. During the call she mentioned that the sensor glucose was 48 mg/dl and blood glucose was 220 mg/dl, states they will try to calibrate and it keeps giving calibration error then change sensor so they have to change the sensor out early. The customer did not want to troubleshoot the issue.